Event description:
It was reported that the customer experienced issues with the ss intermittent straight tip catheter. They said that unless the bladder was super full, the urine would not flow, and it was hard to tell when the bladder had been drained because it appeared stuck at the outlet. To their knowledge, they did not think that there had been any patient harm caused, but they could not say for sure. To work around this, they had been cutting the bag off and draining it into a basin instead.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the customer experienced issues with the ss intermittent straight tip catheter. Customer stated that unless the bladder was super full, the urine would not flow, and it was hard to tell when the bladder had been drained because it appeared to be stuck at the outlet. Customer did not think that there had been any patient harm caused, but they weren't sure. Customer stated that to work around this, they had been cutting the bag off and draining it into a basin instead. Per additional information received via email on 15jun2022, stated that they had concerns that the bladders might not have been emptied fully. Stated that they only had ints14 intermittent catheterization so they could not check with a different intermittent catheter.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "kinked or partially collapsed drainage lumen". The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: b, d, g h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that the customer experienced issues with the surestep intermittent straight tip catheter. They said that unless the bladder was super full, the urine would not flow, and it was hard to tell when the bladder had been drained because it appeared stuck at the outlet. To their knowledge, they did not think that there had been any patient harm caused, but they could not say for sure. To work around this, they had been cutting the bag off and draining it into a basin instead. Per additional information received via email on 15jun2022, they had concerns that the bladders might not have been emptied fully. It was stated that they only had ints14 intermittent catheterization, so they could not check with a different intermittent catheter.